Event description:
It was reported that visible air bubbles occurred. The faradrive steerable sheath was successfully tested on the table. Once in the body, aspiration produced continuous bubbles, and the valve was observed to be leaking. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device is not expected to return as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.